Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #:  1650 / catalog #:  1650 / expiration date: 30-nov-2025 / serial or lot#: (B)(6); d9: no h3: no h4: mfg date: 07-nov-2024 h5: no d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-jul-2024 / serial or lot#: (B)(6); d9: no h3: no h4: mfg date: 11-jul-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:  1650 / catalog #:  1650 / expiration date: 30-nov-2025 / serial or lot#: (B)(6); d9: no h3: no h4: mfg date: 5-nov-2024 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:  1650 / catalog #:  1650 / expiration date: 31-aug-2024 / serial or lot#: (B)(6); d9: no h3: no h4: mfg date: 04-aug-2023 h5: no d1: heartware ventricular assist system ¿ battery d4: model #:  1650 / catalog #: 1650 / expiration date: 31-aug-2024 / serial or lot#: (B)(6); d9: no h3: no h4: mfg date: 04-aug-2023 h5: no d1: heartware ventricular assist system ¿ pump d4: model #:  1103 / catalog #:  1103 / expiration date: 30-sep-2020 / serial or lot #: (B)(6); d9: no h3: no h4: mfg date: 19-sep-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A review of log files found that the ventricular assist device (vad) experienced a motor start with atypical parameters. It was also reported that power disconnect alarms were observed on the controller and the batteries. The alarm was associated with two batteries which also did not provide power to the controller. The patient did not recall which batteries were affected, so the hospital exchanged all of the patient's batteries and the controller. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and two (2) batteries ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) and three (3) batteries ((B)(6)) were returned for evaluation. A review of the manufacturing documentation for (B)(6) and (B)(6) confirmed that the associated devices met all requirements for release. A review of the manufacturing documentation for the remaining devices was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed a motor start event recorded on (B)(6) 2023 at 10:08:32, in which the motor start parameters were atypical. Of note, it was reported that the motor start event occurred while the controller was connected to a motor fixture at the manufacturer prior to patient use, which correlates with the observed atypical motor start parameters. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of the controller revealed contamination within both power ports. This is an additional finding unrelated to the reported event and likely due to the handling of the device. An internal inspection did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the log files did not reveal any power disconnect alarms within the analyzed period; however, review of the data log files revealed multiple instances involving (B)(6), and (B)(6), where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than (B)(4). Rev iew of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 16:16:40, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Failure analysis of (B)(6), (B)(6) and (B)(6) revealed that the units passed visual inspection and functional testing. Internal visual inspection of the batteries did not reveal any anomalies. Log file analysis did not reveal any anomalies involving (B)(6) and (B)(6) within the analyzed period. Log file analysis revealed that (B)(6) was not in use within the analyzed period. As a result, the reported atypical motor start parameters and power disconnect alarms involving (B)(6) and (B)(6) were confirmed; however, the reported inability of (B)(6) and (B)(6) to provide power could not be confirmed. The reported power disconnect alarms involving (B)(6) could not be confirmed. A possible cause of the reported power disconnect alarms involving (B)(6), could not be determined because the returned devices tested within specification and the issue could not be duplicated. Based on the available information, the most likely root cause of the reported atypical motor start parameters can be attributed to the use of the controller with a motor fixture. Possible root causes of the communication errors and resulting power disconnect alarms, can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the vad disc onnect alarm can be attributed to a physical disconnection of the driveline from the controller. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported batteries not providing power event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6) h3: yes d1: controller d4: (B)(6) d9: yes, return date: 13-oct-2025 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 13-oct-2025h3 d1: battery d4: (B)(6) d9: yes, return date: 13-oct-2025h3 d1: battery d4: (B)(6) d9: yes, return date: 13-oct-2025h3 d1: ventricular assist device (vad) d4: (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.